Event description:
Additional information received clarified that the previously reported ¿catheter was retrograde¿ referred to the catheter tip was ¿placed caudal not cephalad from the entry point¿ after entering the intrathecal space. The catheter was revised due to loss of efficacy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the catheter was implanted without the use of imaging. Immediately after the implant the patient developed a csf leak / spinal head ache which resolved with a blood patch. Before the blood patch was done, the catheter was imaged and it was found that the catheter was retrograde. On (B)(6) 2013, a CT was done to confirm the tip location and it was confirmed to be somewhere between l5 and s2. The patient had experienced increased spasticity. The patient status was reported as "alive - no injury/no adverse event." It was reported on (B)(6) 2013 that the catheter revision had not been done yet.

Event description:
It was reported that the patient was admitted to the hospital for treatment of a headache. The patient was also going to undergo a CT scan the evening of the report. The physician was concerned that he could not see the catheter under plain x-rays. The pump contained gablofen at the time of the event.

Manufacturer narrative:
(B)(4).